Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 166 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the buttons are unresponsive. The customer also confirmed that the pump was not exposed to moisture. The customer was advised to that the pump will have to be replaced, but due to the expired warranty on the pump the customer must visit the diabetologist to request a new prescription. No products were returned or shipped.